Manufacturer narrative:
Results - bd received (B)(4) samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for burrs with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that 1mm tube burr were found on bd vacutainer¿ venous blood collection tubes: sst¿ serum separation tubes. Nurse felt pain when pushing on the burr. No injury or medical intervention reported.